Manufacturer narrative:
Bayer case number: (B)(4) allergies to all my jewellery [allergy to metals] burnout, one year after the implantation, followed by fibromyalgia which is still active. [Burnout syndrome] burnout, one year after the implantation, followed by fibromyalgia which is still active. [Fibromyalgia] cognitive symptoms affecting quality of life. [Cognitive disorder] cognitive symptoms affecting quality of life. [Impaired quality of life] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-oct-2024. The most recent information was received on 24-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("allergies to all my jewellery") in a 44-year-old female patient who had essure inserted (lot no. 9257787 not valid) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 511 days after essure insertion, she experienced allergy to metals (seriousness criterion intervention required), burnout syndrome ("burnout, one year after the implantation, followed by fibromyalgia which is still active"), fibromyalgia ("burnout, one year after the implantation, followed by fibromyalgia which is still active"), cognitive disorder ("cognitive symptoms affecting quality of life") and impaired quality of life ("cognitive symptoms affecting quality of life"). Essure was removed on (B)(6) 2020. The patient was treated with surgery (to remove essure). At the time of the report, the fibromyalgia had not resolved. The outcomes for allergy to metals, burnout syndrome, cognitive disorder and impaired quality of life were unknown. The reporter considered allergy to metals, burnout syndrome, cognitive disorder, fibromyalgia and impaired quality of life to be related to essure administration. The reporter commented: burnout, one year after the implantation, followed by fibromyalgia which is still active. Allergies to all my jewellery comments I am convinced that these inserts are responsible because I used to run 3 times a week...I was very closely monitored and took care of my health, and then everything changed. I am considering taking legal action. Patient's current status: fibromyalgia for which I am seeing a pain doctor--rheumatologist, cognitive symptoms affecting quality of life, etc. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. Batch 9257787 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-oct-2024: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Allergies to all my jewellery [allergy to metals] burnout, one year after the implantation, followed by fibromyalgia which is still active [burnout syndrome] burnout, one year after the implantation, followed by fibromyalgia which is still active [fibromyalgia] cognitive symptoms affecting quality of life [cognitive disorder] cognitive symptoms affecting quality of life [impaired quality of life]. Case narrative: the below report was received by health authority ansm (reference number: r2428977) on 17-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("allergies to all my jewellery") in a 44 year-old female patient who had essure inserted (lot no. 9257787) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2012, the patient had essure inserted. On (B)(6) 2014, 511 days after essure insertion, she experienced allergy to metals (seriousness criterion intervention required), burnout syndrome ("burnout, one year after the implantation, followed by fibromyalgia which is still active"), fibromyalgia ("burnout, one year after the implantation, followed by fibromyalgia which is still active"), cognitive disorder ("cognitive symptoms affecting quality of life") and impaired quality of life ("cognitive symptoms affecting quality of life"). Essure was removed on (B)(6) 2020. The patient was treated with surgery (to remove essure). At the time of the report, the fibromyalgia had not resolved. The outcomes for allergy to metals, burnout syndrome, cognitive disorder and impaired quality of life were unknown. The reporter considered allergy to metals, burnout syndrome, cognitive disorder, fibromyalgia and impaired quality of life to be related to essure administration. The reporter commented: burnout, one year after the implantation, followed by fibromyalgia which is still active. Allergies to all my jewellery comments I am convinced that these inserts are responsible because I used to run 3 times a week...I was very closely monitored and took care of my health, and then everything changed. I am considering taking legal action. Patient's current status: fibromyalgia for which I am seeing a pain doctor--rheumatologist, cognitive symptoms affecting quality of life, etc. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.